Event description:
A filament current issue (no flow) was reported on the stenoscop system. There was no report of any patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A wiring connector problem was identified. Pin 1 and pin 2 of pl1 were switched. The system was tested and found to be working as intended and placed back into service.